Event description:
Per the clinic, the patient experienced poor performance with implanted device. During the first impedance measurement, one electrode was identified as open circuit. Subsequently, during fitting on (B)(6) 2025, impedance testing identified short-circuit on four electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2026; and was reimplanted with another cochlear device during the same surgery.